Manufacturer narrative:
Reported event of separation failure and connection problem were not confirmed. Visual inspection of the device found no anomaly on the helix. The inner and outer helix length were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right atrial leadless pacemaker failed to separate post-fixation during initial implant. The physician was also unable to re-dock the device. The device was able to be removed from the patient after some manipulation. The device was then replaced to complete the procedure. Patient was stable with no consequences.